Event description:
During scheduled follow up, this pacemaker device was found in standby mode and was re-initialized with the standard programmer; normal parameters were restored.

Manufacturer narrative:
Date (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under p950029. Analysis is pending.